Event description:
It was reported that pump displayed a cartridge change error despite customer attempting to load multiple cartridges while following loading instructions. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged replacement pump.